Manufacturer narrative:
Clarification to b3 date of event: partial date of january 2025 - "mid-january 2025" for seroma and capsular contracture baker grade iii-IV. Alcl diagnosis on (B)(6) 2025. Clarification to d4 catalog #: either trf-295 or tsf-295. Clarification to d6a implant date: partial date of 2011. Additional physician information: 2011 implanting physician: dr. (B)(6) (passed away in 2013). Unknown physician: "dr. (B)(6) - breast wellness centre." Pathologists: dr. (B)(6), dr. (B)(6). Address: (B)(6). Phone number: (B)(6). Fax number: (B)(6). Email: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: lymphoma-alcl confirmed; seroma; capsular contracture baker grade iii-IV.

Event description:
Healthcare professional reported patient presented with coughing (not device-related) and then experienced left breast "hardness", "swelling", and "associated pain". Healthcare professional diagnosed left side "intracapsular fluid collection" found via ultrasound/mammogram and capsular contracture baker grade iii-IV. Fine-needle aspiration (fna) was performed on the left breast fluid and the patient was diagnosed with bia-alcl. Device has been explanted and a "total capsulectomy with excision of the biopsy tract" was performed as treatment. Histopathological markers cd30+ and alk- were confirmed via immunohistochemistry and have been received.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, h6, h11. Laboratory analysis summary: device photograph(s) for the device related to the reported event of sore throat, seroma-late, lymphoma-alcl and capsular contracture was reviewed on march 06, 2025. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: sore throat: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. Lymphoma-alcl: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "fluid examination for bia-alcl" and "proven alcl". Histopathological markers cd30+ and alk- have been received. Healthcare professional reported patient presented with coughing (not device-related) and then experienced left breast "hardness", "swelling", and "associated pain". Healthcare professional diagnosed left side "intracapsular fluid collection" found via ultrasound/mammogram and capsular contracture baker grade iii-IV. Fine-needle aspiration (fna) was performed on the left breast fluid and the patient was diagnosed with bia-alcl. Device has been explanted. Record relates to the left side. Treatment provided in the form of device explant and total capsulectomy with excision of the biopsy tract.

Event description:
Healthcare professional reported "fluid examination for bia-alcl" and "proven alcl". Histopathological markers cd30+ and alk- have been received. Device has been explanted. Record relates to the left side. Treatment provided in the form of device explant and total capsulectomy with excision of the biopsy tract.

Manufacturer narrative:
The event of lymphoma-alcl and seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl confirmed, seroma.